Event description:
Pt for direct laryngoscopy for possible cyst removal. The lewie suspension apparatus was attached to the laryngoscope. Upon attempts to suspend laryngoscope into mayo stand, the lewie holder snapped.